Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysm and hematoma are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the pseudoaneurysm and the hematoma. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.

Event description:
On (B)(6) 2022 patient was admitted with chest pains. On (B)(6) 2022 patient had heart craterization procedure. The vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. Final hemostasis achieved with the device. Patient moved to recovery. On (B)(6) 2022, patient's hematocrit and hemoglobin dropped and the patient complained of pain at right groin. Patient received 2 units of blood and a hematoma was noted at the groin which was pressed out. On (B)(6) 2022, an ultrasound revealed a pseudoaneurysm and the patient received another unit of blood and an ultrasound guided thrombin injection. Thrombin injection corrected the pseudoaneurysm and the patient was later discharged.